Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The customer received a blood glucose result of 430 mg/dl and had symptoms of a headache and nausea. The father treated the customer by injecting 5 to 7 units of insulin with an insulin pen. After an hour the customer's blood glucose has decreased to 280 mg/dl. However, at this time the customer's heart rate was very high at 200 bpm and the father transported the customer to the hospital. At the hospital the customer was under observation for 18 hours, but no medical treatment was received. The doctor alleged that the infusion device was delivering an inaccurate amount of insulin, because blood glucose is consistently high on a daily basis, and the customer has to correct it with an insulin pen.